Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning that occurred drain 1 of 4. Air bubbles were found in heater bag. A volume error warning occurred. A fill complication encountered message occurred. There was fluid found in the inside. The patient confirmed the reported event. The patient stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported air detected in cassette cycler alarms during drain 1 of 4 of treatment. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient has continued use of the replacement cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning that occurred drain 1 of 4. Air bubbles were found in heater bag. A volume error warning occurred. A fill complication encountered message occurred. There was fluid found in the inside. The patient confirmed the reported event. The patient stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported air detected in cassette cycler alarms during drain 1 of 4 of treatment. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient has continued use of the replacement cycler without further issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning that occurred drain 1 of 4. Air bubbles were found in heater bag. A volume error warning occurred. A fill complication encountered message occurred. There was fluid found in the inside. The patient confirmed the reported event. The patient stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported air detected in cassette cycler alarms during drain 1 of 4 of treatment. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient has continued use of the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There was dried fluid in the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2, hp3 and hp1 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.